Event description:
Crani-p craniotome was being used to cut bone flap, the foot plate attached to the drill bit which protects and diverts the dura, bent and broke off. The portion that broke was approximately 1 mm in size and apparently broke in 2 pieces. One piece was removed but the other retained. The retained portion was recognized by MRI/skull x-ray. The next day the patient was returned for a very difficult removal. The patient was discharged home, and is recovering well.